Event description:
Customer reported a communication failure error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu and hard drive. System operates as intended.